Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient was status post thrombolysis with a history of sub massive pulmonary embolism, therefore, vena cava filter placement was indicated. Fluoroscopy demonstrated the presence of a catheter with its tip in the right pulmonary artery. An arteriogram was obtained demonstrating residual clot in the distal main right pulmonary artery. The catheter was then used to select the left pulmonary artery and arteriogram demonstrated residual clot in this area. After a series of guidewire and catheter exchanges, a sheath was positioned in the ivc. A venogram was obtained identifying the renal veins and a vena cava filter was deployed in the infrarenal ivc without incident. The sheath was removed and hemostasis was obtained at the access site. Approximately two years ten months post filter deployment, the patient was admitted for preoperative evaluation for chronic thromboembolic pulmonary hypertension. The patient was status post CT scan showing bilateral significant proximal pulmonary emboli and v/q scan showing severe bilateral defects. The patient underwent bilateral pulmonary thromboendarterectomy under deep hypothermic arrest. Pulmonary artery systolic pressures were 140 mmhg at the beginning of the case and were 25-30 mmhg at the end. The patient tolerated the procedure well and was transferred to the surgical intensive care unit in stable condition. A postoperative v/q scan demonstrated significant improvement in right lung perfusion and a new mismatched left upper segment perfusion defect. The patient was discharged home on hospital day eleven. Per the medical records available for review, the ivc filter has not been removed and no filter retrieval procedures have been attempted. Image/photo review: as medical images and photos were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. A vena cava filter was deployed successfully in the infrarenal ivc. Two years post filter deployment, a CT scan showed bilateral proximal pulmonary emboli. Based on the medical records, pe can be confirmed however the relationship to the filter was unknown. Therefore, the investigation is inconclusive. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: - procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. - acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately two years post vena cava filter deployment for a history of dvt and pe, a CT scan demonstrated bilateral pulmonary embolism. The patient was diagnosed with chronic thromboembolic pulmonary hypertension and underwent bilateral pulmonary thromboendarterectomy. The patient tolerated the procedure well, was in stable condition at the conclusion of procedure and discharged home on hospital day eleven. No additional information surrounding this event was provided in the medical records received.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, one year and eleven months of post deployment, two views of chest were performed which showed there was a partially visualized inferior vena cava filter. Around, eleven months later, a computed tomography (CT) scan showed bilateral proximal pulmonary emboli. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive for retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pulmonary embolism (pe) post deployment. However, the relationship to the filter is unknown. Based on the available information definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. H11: h6 (device, method, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately two years post vena cava filter deployment, a computed tomography scan demonstrated bilateral pulmonary embolism. The patient was diagnosed with chronic thromboembolic pulmonary hypertension and underwent bilateral pulmonary thromboendarterectomy. The device has not been removed after an unsuccessful attempted. The current status of the patient is unknown.